Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the power cord door was broken, the stylus was missing, the system fan was noisy, the electrocardiogram connector was loose and the hard drive health was less than 100%. All found defective or missing parts were replaced and additionally the new stylus and link electronic module board were calibrated. (B)(4).

Event description:
The programmer originally returned as with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.